Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: d10, h2, h6 correction: b4, g4, g7, h3, h10 event description: it was reported that during surgery on (B)(6) 2020 while reaming, the flute of the reamer fractured. Review of received data: - due diligence: further due diligence to support the conclusion was completed and documented. - images: review of the received images shows that the tip of the reamer is fractured. Product evaluation: - visual examination: the visual examination confirms the reported event; it shows that the tip of the reamer is fractured. The broken off fragments are not available for investigation. However, it is reported that all fractured bits could be retrieved from the surgical site. Review of product documentation: - device purpose: this device is intended for treatment. - product compatibility: the compatibility check could not be performed as only the complained product is known. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. - raw material certificate: the raw material certificate was reviewed with no anomalies noted. Conclusion: it was reported that during surgery on (B)(6) 2020 while reaming, the flute of the reamer fractured. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: cephalomedullary lag screw reamer long 3.2 mm i.d. Catalog#: 00249003244; lot#: 63905117. Warsaw already submitted an initial MDR 0001822565-2020-01788 within their complaint cmp-(B)(4). Hence this report will be considered as follow up report for the reported product at (B)(4). Therapy date: unknown. The manufacturer received other source documents(per, images) for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is cmp-(B)(4).

Event description:
During surgery while reaming, the flute of the reamer fractured. Two reamers fractured during this surgery. All fractured bits could be retrieved from the surgical site.